Event description:
It was reported that pump touchscreen was scratched which made display hard to see. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.